Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was intermittent stimulation, and the pt never had therapeutic effect. The pt still experienced "nighttime accidents." It was noted the pt's programmer training was ineffective because pt was still under the effects of anesthesia. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.